Event description:
It was reported that right ventricular (rv) lead was sensing noise. Short v-v intervals were noted on carelink report and non- physiologic noise seen with left arm movement. Physician suspects rv lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator, implanted: (B)(6) 2012. (B)(4).